Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis. The large hem-o-lok clip applier instrument was analyzed, and the reported event was not replicated or confirmed. A visual inspection revealed no damage to the instrument. The instrument was tested on an in-house system and passed the recognition and engagement tests. It demonstrated intuitive movement with full range of motion in all directions, and the grip tips opened and closed properly. The instrument passed the clip test and was fully functional with no product issues identified.

Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
Intuitive surgical, inc. (Isi) has issued a return material authorization (RMA) to have the intuitive device returned. However, isi has not received the large hem-o-lok clip applier instrument involved with the alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted cholecystectomy surgical procedure, the large hem-o-lok clip applier instrument was not holding. The procedure was completed with no reported injury.